Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that non-functioning irrigation¿aspiration flow system during cortical-nuclear cataract surgery. The surgery was completed, but it was unknown how it was completed. There was no patient impact.